Event description:
This case was reported by a regulatory authority and described the occurrence of numbness of extremities in a patient (gender not specified) who received poligrip cream(formulation unknown) for denture adhesion. Co-suspect medication included fixodent denture cream. In 2003, the patient started poligrip cream (dental) and fixodent denture cream (dental) daily. At an unknown time after starting poligrip cream and fixodent, the patient experienced numbness and tingling of extremities. The patient was diagnosed with neuropathy. The patient stated that they have also experienced headache, dizziness and falls and he is now a wheelchair user because of the events. The regulatory authority reported that the events were disabling. Treatment with poligrip cream and fixodent was discontinued. At the time of reporting, the events were unresolved. Poligrip cream is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).